Event description:
It was reported the patient had a fall. Following the fall, the patient's ipg could no longer communicate with the charger and the programmer due to being inoperable. Troubleshooting to provide resolution was unsuccessful. As a result, the patient's ipg was explanted and replaced with a different model. The issue has been resolved by surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Corrections/removal reporting number: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.